Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 15 years, since the subject device was manufactured. The legal manufacturer was able to confirm, that the customer's reprocessing steps were implemented in line with the instructions for use (IFU). Based on the results of the investigation. Olympus confirmed, foreign material came out of the device. The foreign material inside the nozzle could be identified as silicone, protein and silicate after component analysis. It was not an endoscope-derived component, but component in agents such as antifoams/disinfectants, etc. Therefore, it was considered, that the foreign material was generated, when mixture of these agents became lodged inside the nozzle. We could not conclusively, specify the cause of the material remained in the nozzle. It was considered, that the material was generated inside the nozzle for some reprocessing factors and it remained in it. We confirmed, that the nozzle was not deformed. The event can be detected and prevented, by following the instructions for use (IFU) which state: operation manual: ¿chapter 3: preparation and inspection, section 3.6; inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign object in the nozzle. There were no reports of patient involvement.